Event description:
Ref. Imp # (B)(4).

Manufacturer narrative:
Document review: amistem h cementless femoral stem size 5 std: ref. (B)(4) / lot 104363 (65 stems produced): all parameters were found to be in accordance with the specs valid at the time of mfg, including washing and sterilization procedures. Sixty-four stems belonging to this lot have been already sold without any other similar incident. Ceramic femoral head 32 m: medacta bought (B)(4) items of the lot 708247 and sold (B)(4) of them. From the data collected, there are no evidence that the event is device related.